Event description:
It was reported that before use, on the morning of 18april, when the product was opened, a hair like foreign substance was found attached to the syringe seal portion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. Sample was evaluated and observed there was a strand of hair stuck under the japanese sticker of the syringe. Performed microscopic and confirmed that the foreign material is hair. The reported event is confirmed as manufacturing related issue. The potential root cause for this failure could be due to improper handling/ unclean machine or working area. A review of the device labeling has been conducted for investigation purpose. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, on (B)(6), when the product was opened, a hair like foreign substance was found attached to the syringe seal portion.